Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for syr rear case. CAPA #: (B)(4) for iui damages. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/26/2014 to the present date 11/19/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a cracked case. No patient involvement was reported.